Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the investigation, no product quality deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes, returned to manufacturer on 5/18/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue and what appeared to be dried blood on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: gender/sex: unknown, information not provided. Date of event: exact date unknown, information not provided. Best estimate is between (B)(6) 2019- (B)(6) 2020. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to (B)(4) surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was replaced in a different procedure, therefore explanted. Reason for explant was not provided. The lens was replaced with model zcu225 19.0 diopter iol. There was no other surgical intervention such as incision enlargement or vitrectomy. No further information was provided.